Manufacturer narrative:
Product event summary: the lead was returned in segments, analyzed and analysis was performed and no anomalies were found. The visual summary analysis of the lead indicated apparent explant damage. The lead was destructively analyzed in an attempt to find the source for the complaint. There is damage to the portions returned that is consistent with twiddler's syndrome. No anomalies were noted that could be attributed to the complaint.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by remote transmission the patient presented to the emergency department with audio alert tones sounding from the im plantable device. The ventricular lead showed noise, high impedance, under and over sensing and lead fracture was suspected. Twiddlers syndrome noted during revision and the lead was explanted and replaced. It was reported that 10+ full turns was required to release the tension on lead. No further patient complications were reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.